Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of absence of treatment.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-06030 for the spyscope ds ii access & delivery catheter. It was reported to boston scientific corporation that spy ds controller and spyscope ds ii access & delivery catheter were prepared for use in a procedure on (B)(6) 2024. During preparation for the procedure, it was reported that controller did not recognize the scope. They reconnected the power cord and the controller powered on but once the scope was connected, no image appeared. The procedure was not completed due to this event. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block b5: procedure name and anatomy location have been updated. Block e1: (initial reporter's first and last name) have been updated. Blocks e2 and e3 have been updated. Block g2: report source updated. Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of absence of treatment.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-06030 for the spyscope ds ii access & delivery catheter, and 3005099803-2024-05975 for the spy ds controller. It was reported to boston scientific corporation that spy ds controller and spyscope ds ii access & delivery catheter were used during an endoscopic retrograde cholangiopancreatography procedure in the bile duct on (B)(6) 2024. During preparation for the procedure, it was reported that controller did not recognize the scope. They reconnected the power cord and the controller powered on but once the scope was connected, no image appeared. The procedure was not completed due to this event. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block b5 procedure name and anatomy location have been updated. Block e1 (initial reporter's first and last name) have been updated. Blocks e2 and e3 have been updated. Block g2 report source updated. Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of absence of treatment. Block h11 (investigation results): with all the available information, boston scientific concludes that the reported event was not confirmed. Although the number of procedures/recycles of the unit are unknown, improper handling of the device or wear/tear on internal components over time likely contributed to the event. The returned spy ds controller was analyzed. The top cover and front panel finish damage. Corrosive damage on housing. Upon initial testing, this controller would not stay powered on. Both cooling fans are non-functioning causing the controller to shut down after initial boot-up. There is considerable corrosive damage to this housing and the controller will require a unit rebuild and replacement of both cooling fans for repair. This controller was received at firmware and will also require a firmware upgrade. The reported allegation could not be confirmed. For the secondary event of fans damaged, since an expected or random component failure was identified without any design or manufacturing issue, the conclusion code of cause traced to component failure is selected for this event. Meanwhile, corrosive damage to the housing is known to be likely caused by repeat use and wear and tear on the catheter connection, or improper cleaning of the unit during maintenance. Although the number of procedures/recycles of the unit are unknown cause traced to maintenance is selected for this event. Based on all gathered information, the conclusion code selected for this event is cause traced to maintenance, which indicates that problems are traced to improper routine or preventative maintenance. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-06030 for the spyscope ds ii access & delivery catheter, and 3005099803-2024-05975 for the spy ds controller. It was reported to boston scientific corporation that spy ds controller and spyscope ds ii access & delivery catheter were prepared for use in a procedure on november 04, 2024. During preparation for the procedure, it was reported that controller did not recognize the scope. They reconnected the power cord and the controller powered on but once the scope was connected, no image appeared. The procedure was not completed due to this event. There was no patient complications reported as a result of this event.